Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had septicemia perioperatively post left ventricular assist device (lvad) and right heart failure post operatively with severe vasoplegia and tamponade requiring exploration in the operating room on (B)(6) 2024. The tamponade was caused by teflon membrane which was released in the operating room. The right heart failure was treated with inotropes and the vasoplegia with vasopressors.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, pericardial fluid collection, infection, and sepsis. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that right heart failure did not exist before the left ventricular assist device (lvad) implant. However, device related issue did not cause or contribute to right heart failure. The patient was positive for staph epidermis and was treated with intravenous vancomycin.